Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing a hip surgery and a lead integrity alert (lia) triggered for high rate non-sustained episodes and a high number of short v-v intervals. Interference was noted to have occurred during the patient's hip surgery. The device remains in use. No patient complications have been reported as a result of this event.